Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 176 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to blood glucose and sensor glucose difference. Customer¿s other relevant blood glucose level were 168 mg/dl, 113 mg/dl and 133 mg/dl. It was reported that it was suspend before low event was 59 mg/dl low limit in sensor settings was 75 mg/dl. The sensor will not be returned for analysis.